Event description:
Swan ganz inserted in the right femoral during a selective left and right coronary angiography, right heart catheterization and placement of an impella cp assist device, per staff the balloon was tested and inflated and held air pre insertion. During physician ordered removal of swan ganz, the registered nurse (rn) noted the usual 2 cc of air did not extract from the balloon, only 1 cc would pull. On removal, the balloon was found to have a small pin size hole and would not hold air. No harm to the patient due to this event noted. Packaging had been discarded by the time of discovery so we were unable to obtain a lot number.